Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported an adverse event while the device was in use. No specific pt info, pump programming, or event details were provided. Though requested, no additional info was provided.